Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Unfortunately, I do not have the additional detail you seek, although I can say that the reporter is fine now and did not mention any medical treatment required. He specified that he reported the injury per surgical center/hospital protocol but that it was not a dirty wound.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a topical skin adhesive was used. During the procedure, when opening the topical skin adhesive, a shard of glass came through the applicator and stuck the healthcare professional in the thumb. This event occurred during preparation and there was no patient was involved. There were no adverse consequences reported for the healthcare professional. Additional information was requested.